Manufacturer narrative:
This supplemental report is being submitted as updated information has been received from the reporter. It was additionally reported that the balloon was inflated with (10cc) of sodium chloride (na cl). The catheter was replaced with another product manufactured by coloplast. It was also noted that the balloon was tested and checked for integrity prior to insertion into the patient. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as retraction for follow-up report#01, submitted on june 03, 2016 with the incorrect patient identifier# ((B)(6)) and with the incorrect MFR report# 9611710-2016-00055. This complaint file is non-reportable event and no initial MDR has been filed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 06, 2016.

Manufacturer narrative:
It was additionally reported that the balloon was inflated with (10cc) of sodium chloride (na cl). The catheter was replaced with another product manufactured by coloplast. It was also noted that the balloon was tested and checked for integrity prior to insertion into the patient. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 05/2019. Based on the available information, this event is deemed to be a reportable malfunction. A used product sample was returned for evaluation. The balloon burst was confirmed as per returned sample. Visual inspection of the product showed no signs of material degradation or discoloration. Close examination of the affected area revealed that the balloon sleeve has elongated and most probably the effect was caused by over-inflation possible during catheterization. Review of inspection records revealed (B)(4) of balloon burst. Review of in-process functional test for the dip code did not reveal any defects during immersion. Review of batch assembly records does not reveal similar defect. It is unlikely that such damage to the balloon could have passed unomedical 2x100% inflation test and inspection. Follow up information has been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 28, 2016. (B)(4).

Event description:
It was reported that the balloon burst after 24 hours of implantation on the patient. No further information was provided by the reporter.